Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4) , serial: (B)(6) batch: a000161407. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient's lead had high impedances. Patient lost effective therapy despite multiple programming. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.